Manufacturer narrative:
The insulin pump functioned properly after battery insertion and passed the reset error test and the self test. No display anomaly or reset anomaly was noted. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, missing end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off power without a low battery indicator for the second time. The customer stated that for the last 2 months, the insulin pump had not been giving him a low battery alert. He also reported that the device took much longer to boot up than it should. The customer did not know the blood glucose reading. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He was advised that he may continue to wear the insulin pump until the replacement insulin pump arrived.